Manufacturer narrative:
As the date the proximal type I endoleak was detected is unknown, september 1, 2020 will serve as the date of event. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. (B)(4). Per the gore® excluder® aaa endoprostheses instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, postoperative follow-up imaging before patient discharge reportedly confirmed a proximal type I endoleak. On (B)(6) 2020, reintervention took place whereby an additional stent graft was implanted proximally. During device preparation, the packaging sheath of an excluder® aortic extender component (pla280300j/22051437) could not be removed. When it was pulled forcefully, the delivery catheter was damaged. A second aortic extender (pla280300j/22051426) was used as a replacement and successfully implanted, but the type I endoleak remained. The physician considered additional intervention, however, since there were no other devices prepared, coil embolization was attempted. The physician reportedly encountered cannulation difficulty, and the embolization procedure had to be discontinued. According to the physician, the type I endoleak was a minor leak that might be disappear spontaneously. The patient tolerated the procedure, and the physician will continue to monitor the patient.